Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between 10/23/2019 and before 2/19/2020. If explanted; give date: unknown/not provided. Best estimate is before february 19, 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 24.5 diopter intraocular lens (iol) was implanted in the patient's eye and was later explanted. Reason for explant was not provided. The replacement lens was the same model, but lower diopter. At exchange, there was no incision enlargement and no injury reported. The current patient status was not provided. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned; therefore, the complaint issue reported was not verified. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.